Event description:
Review of the download data of a (B)(6) male pt revealed several battery charger faults. Zoll customer support contacted the pt and issued him a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon eval, there was liquid contamination on the charger battery board. The cause of the battery charger faults is the corrosion on the battery board. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event resulted from the damage charger/modem. The pt received a replacement battery and charger/modem.